Event description:
It was reported that the patient presented to the emergency room (ER) with syncope and dizziness and the heart rate was 25 beats per minute (bpm). The right ventricular lead had a confirmed fracture, was not capturing, and the pacing impedance was greater than 9999 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).